Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 5/5/2017 a replacement monitor was shipped to site. On 5/8/2017 a medtronic representative visited the site and evaluated the suspected monitor but the issue was not visible and the medtronic representative was not able to replicate the issue. Medtronic representative replaced the monitor and per formed a system checkout. System passed all testings and was functioning normally. The suspected monitor has not been received by manufacturer for evaluation,

Event description:
A site representative reported that the staff monitor of the navigation system was displaying white screen with partly red lines. Site rebooted the system 2 times and the monitor screen was back to normal and was functioning normally. There was no patient present at the time of the issue.